Event description:
It was reported the patient was found dead by emergency medical responders who reported "there were no pacing spikes present." There is no allegation from a health care professional that the death was device related. Follow up revealed a manufacturer's representative had interrogated the device and it was firing fine. The patient had been found dead on the couch by her son, who called 911. No resusitation was performed as the "patient had signs of advanced death." The cause of death was hypertensive cardiovascular disease.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient was found dead by emergency medical responders who reported "there were no pacing spikes present." There is no allegation from a health care professional that the death was device related. Follow up revealed a manufacturer's representative had interrogated the device and it was firing fine. The patient had been found dead on the couch by her son, who called 911. No resusitation was performed as the "patient had signs of advanced death." The cause of death was hypertensive cardiovascular disease. Follow up with clinic reported patient was not pacemaker dependent and her last device check on (B) (6) 2010 was fine. They had consulted with her 1 week prior to her death about managing her medications prior to a procedure she was going to have, so hcp remarked the death was "unexpected."

Event description:
It was reported the patient was found dead by emergency medical responders who reported "there were no pacing spikes present." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.